Manufacturer narrative:
The reported event was confirmed by CAPA association. The root cause of the failure are, material: test results demonstrated that bent mandrels at stripping process could contribute to a reduction of od and lead to od out of spec. Method: lack of od inspection, currently, the inspection for od is performed by qc personnel, per historical records confirmed that the od catheter for the affected lots were inspected and properly released by qc personnel as was required. However, it was identified that an od inspection by operator of production is required to identify the od out of specification before send the material to be inspected by qc personnel. Manpower : verification step(s) missed (operator does not verify the mandrel french size), the pallet maintenance technician omitted the verification indicated per procedure due to does not use the adequate fixtures in the isc line to perform the measurement required and confirm that the french size is correct. Manpower: application error, the operator does not straighten the mandrel according the procedure, the operator performs this activity manually since omitted the use of the tool to straighten the isc mandrels and this can consider as a root cause of the reported failure. Manpower: during the verification in the process it was confirmed that the instructions established in the procedure are omitted sometimes, the identification of pallets for bent/damaged mandrels not followed. Visual inspection noted 1 opened magic3 go catheter was received. Visual evaluation noted no obvious defects. No labeling was received with the sample, but the sample was received with the green insertion sleeve which correlates to a 14 fr catheter. Further testing required. The catheter outer diameter measured to be 0.1505", which were found to be outside of specifications (0.183" +/- 0.013"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as complaint addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the magic 3 go male coude catheters were varying diameters and one of the catheter was not having eyelets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the magic 3 go male coude catheters were varying diameters and one of the catheter was not having eyelets.